Event description:
Bowel injury.

Manufacturer narrative:
Manufacturer is not aware whether or not user facility intends to report this event. Training records of surgeon were confirmed. There was no evidence of out of specification condition that could have contributed to this event. This investigation is inconclusive as to the cause.